Event description:
Large seroma, bone overgrowth, nerve pain in back, bilateral leg pain- extreme inflammatory reaction, right foot drop now requiring brace. Dates of use: (B)(6) 2010 and (B)(6) 2011. Reason for use: lumbar fusion.